Event description:
The event is reported as: the customer reports that the patient was in the supine position (for an unk surgical procedure) and was intubated when the anesthesiologist noticed the co2 decreasing. The rusch endotracheal tube had kinked and had almost completely occluded. The patient was extubated then re-intubated. No report of a patient injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.